Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the volume accuracy test failed, showing an error of +8%. The event occurred during testing.

Manufacturer narrative:
Received one device. Visual inspection found no damage related to customer concern. Customer complaint of ¿volume accuracy test failed,¿ could not be confirmed through volume accuracy test. Performed calibration. Performed performance verification tests (pvt) , unit pass all testing criteria. Software updated. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.